Manufacturer narrative:
(B)(4). The fsr installed the cable assembly to centrifugal system, completed the install, and preventive maintenance (pm) was successful. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during field service installation of the device, the sales representative was installing a centrifugal controller to system-1 and discovered that a pin on the power cord was bent and could not finish the install. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The customer discarded the suspect cable assembly, therefore, no part will be returned to the manufacturer for evaluation. Per sales associate, one of the pins was bent when he inserted it into the place on the system-1. He believes the pin bent because the space where he tried to insert the cable into was damaged or one of the holes was plugged. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.